Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the exchange of maintenance kit was due as well as the expiratory cassette membrane due to expired capacity. Replacement of the parts solved the issue. No log files have been provided. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # d1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the nozzle units of ventilator's gas modules were broken. There was no patient harm. Manufacturer's ref. #: (B)(4).